Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The customer reported that there was a low battery alarm prior to off no power alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the off no power alarm occurred more than once after the low battery alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The device was received with normal operating currents and no unexpected off no power, low battery, batt out limit and failed battery test alarms or motor error alarm during testing. The device passed functional testing including the rewind test, self-test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The device had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.